Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was implantable pulse generator (ipg) exhibited a pacing problem and the right ventricular (rv) lead exhibited dislodgement. The device was explanted and replaced, the lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.